Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device required full download. A technical support specialist (tss) dialed into the station, reviewed the data sync debug log, and identified that a full synchronization was required. The check synchronization upload status from station and structured query language was executed and confirmed all transactions were processed successfully at the server. Data synchronization and maintenance services were stopped, and the database was backed up. A full synchronization was then initiated and completed successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device required full download. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.